Event description:
It was reported that after receiving a field service alert (fsa), the cath lab manager was informed by the interventional cardiologist that he had difficulties described in the fsa; the md stated "happened to me sunday night, pt in shock." On (B)(6) 2010, the sales rep visited the customer. The physician's assistant stated that the intra-aortic balloon (iab) "got stuck in the sheath, they opened another iab and successfully inserted the second one." There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in iab therapy was listed as "until another iab could be inserted." There were no reported pt complications. The pt outcome is "ok." Additional info received from the sales rep on (B)(6) 2010, stated that on (B)(6) 2010, she in-serviced the staff and physicians in the cath lab at this facility.

Manufacturer narrative:
(B)(4). Samples will not be returned for eval.